Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -9.50/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and replaced with a shorter length lens due to high vault.

Manufacturer narrative:
Addito nal information: b5 - it was additionally later reported that the patient also experienced blurred vision and significant reduction of irido-corneal angles. The cause of the event was reported as the device and noted "sizing". The problem was resolved. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angle. Claim#: (B)(4).